Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 280 mg/dl with no other reported symptoms, which does not qualify as a reportable adverse event per animas¿ reportable adverse event criteria. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. No adverse event is being reported in association with this complaint. The reporter alleged the patient¿s elevated blood glucose was due to pump malfunctions. Troubleshooting of the pump was completed by animas customer support. The outcome of pump troubleshooting revealed that the bolus totals did not match the programmed deliveries by a >5% difference. This complaint is being reported because the pump allegedly experienced a delivery accuracy issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: the recorded total daily deliveries of insulin added up correctly and reflected the user's programmed basal rates. The prime steps were performed with no issues. The pump was exercised for 24 hours with no delivery issues. The alleged issue could not be duplicated.